Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID neu_tlock_anchor, explanted: (B)(6) 2016, product type: accessory. Product ID neu_tlock_anchor, explanted: (B)(6) 2016, product type: accessory. Analysis of the ins found that it passed heat testing and all functional testing. Analysis of the lead ((B)(4)) found that conductors #0, #2, #3, #4, #5, #6, and #7 are broken 14.0 cm from the distal end when the anchor had been located 17.1 to 19.1 cm from the distal end. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2016, product type: lead. Product ID: neu_tlock_anchor, explanted: (B)(6) 2016, product type: accessory. Product ID: neu_tlock_anchor, explanted: (B)(6) 2016, product type: accessory.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for complex reg pain syndrome. It was reported that there was burning at the ins site when recharging. The device and system was explanted.

Manufacturer narrative:
(B)(4) longer applies to the lead ((B)(4)). The (B)(4) applies on the lead ((B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.